Event description:
The digital stryker prophecy team received a report indicating that a revision is needed for the talus. The proposed changes include using a longer invasive talus implant with increased height and poly thickness.

Manufacturer narrative:
The reported event was confirmed based on available medical records and assessment from healthcare professional the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿there are cysts visible at the posterior upper end of the tibial component, but that is not assessed as a loosening and seems to be clinically silent according to the response of remarks of the hcp. The pe cannot be assessed with the CT scan only, there is no clear indirect sign of loosening or dislocation, though. The talar component is on a very poor fragmented bone, which can hardly be identified as a talus. Part of the talus has already been replaced by bone cement. Cysts and subsidence are present as well. Loosening and some subsidence/migration can be confirmed.¿ based on investigation, the root cause was attributed to a patient related issue. Patient¿s bone quality is really poor as assessed from the CT-scans. Talar component is fixed on a small surface with bone cement. Moreover, cysts present around the talus change the physiology resulting in change in implant¿s orientation and contributed to failure. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a report indicating that a revision is needed for the talus. The proposed changes include using a longer invasive talus implant with increased height and poly thickness.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text: device remains implanted in the patient.